Manufacturer narrative:
(B)(4).

Event description:
It was reported that they half way through a procedure, the second shift ems stated that the driver stopped. They did not have a spare, but that another truck company arrived and they used their driver. This did cause delay to the treatment to the patient. Patient expired. A physician's statement indicates that the reported issue did not contribute to the patient's death.

Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed. No sample was returned for evaluation. A review of manufacturing records did not yield any relevant findings. No cause could be determined based on the reported information and without a sample. No further action will be taken at this time. If the device or additional information becomes available at a later date, the investigation will be reopened.